Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from march 21, 2021 - march 22, 2021. H10: the device evaluation was completed. Unaided visual inspection was performed which observed a tear at the lower left front side near the edge of the bag where the customer had made a marking. A functional test was performed which revealed a leak in the same area as the marking. Additional magnified inspection was performed which observed a tear/hole in the lower left near the edge in front of the bag where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the seam on the lower left side. It was further reported there was a pinhole. This issue occurred after compounding. There was no patient involvement. No additional information is available.